Event description:
It was reported that the device was implanted in 2000, and revised in 2006, due to wear on the backside of the liner and disassociation of liner from the shell.

Manufacturer narrative:
Evaluation summary: x-rays are not available for review. Surgical details are unknown. The outer convex surface of liner appears to have been articulating with the shell inner diameter. This may have happened due to rotational instability of liner. Details of initial placement of liner are unknown. Improper assembly of liner and shell could lead to rotational instability. However, exact cause in current situation is unknown. There is extensive wear to medial dome of insert. Protrusion on medial dome has also been worn or fractured off. Device history records indicate manufacture to specification.